Manufacturer narrative:
(B)(4). The customer returned an opened cs-22122-f kit with various components including the spring wire guide (swg) assembly. The swg was returned inserted in the advancer assembly and showed evidence of use. None of the other components showed any evidence of use. A visual inspection of the swg revealed a slight bend in the body. Microscopic examination of the swg confirmed the slight bend. No coils at the bend were offset or kinked and no other defects or anomalies were observed. Both welds were present and were observed to be full and spherical. The slight bend in the swg was located approximately 24 cm from the proximal end. The swg length and outer diameter were measured and were found to be within specification. The guide wire was able to pass through the customer returned arrow-raulerson syringe (ars) and a lab inventory introducer needle with minimal resistance despite the slight bend found during visual inspection. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report that the guide wire kinked during use was confirmed through examination of the returned sample. There was a slight bend in the swg body. The swg was able to fully advance through the returned ars and lab inventory needle, despite the slight bend found during visual inspection. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleged the swg (spring wire guide) kinked during insertion. A delay in therapy was reported. A new kit was used to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleged the swg (spring wire guide) kinked during insertion. A delay in therapy was reported. A new kit was used to finish the procedure.